Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the patient's healthcare provider (hcp) determined that turning off adaptive stimulation resolved the hyperstimulation in the leg. The root cause of the hyperstimulation was not determined, but the issue is resolved at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported she felt hyperestrinism in her left leg and into her flank. The patient stated the hyperstimulate caused her to lose her balance and to not feel anything in her leg. The patient noted it happened quite a few times over a two day period until she turned the implant off. The manufacturer representative reported that impedances were all good. The representative was going to turn off adaptive stimulation to see if the patient still had the issue. The change in therapy or symptoms was considered sudden and intermittent. The indication for use was non-malignant pain.